Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Customer complains of high results. Customer states that she has a headache and is sweating, denies the need for medical attention. The customer's expected blood results are 90-100mg/dl fasting. Verified test strips expire 07/13/2017. Unable to verify storage location and open vial date . Reviewed meter memory: (B)(6). Customers concern: 186mg/dl on (B)(6) 2015.